Event description:
It was reported that the pt has had a loss of therapeutic effect which has occurred nearing the last few days of the refill cycle. It was also reported that the pt has been hospitalized 4-5 times since being implanted and it was always closer (a week to a few days prior) to the refill date. On one occasion, the pt was taken by ambulance for a refill. It was reported that the pt has had seizures, unspecified heart problems, has been "sick and down", unable to walk, and vomited. The pump was being refilled every month but now it is refilled every 6 weeks. The last time the pt became sick was about 3 months before the report. The pt was sick for about 2 days. Each time the pt takes a step, he felt an electric shock going through his body. The first time that happened was about 3-4 months after the implant and that was when he started to become sick with sneezing, coughing, eyes watering, and had the shocking sensation. Later on that evening, the pt collapsed and "every nerve in my body gave out and turned into a pile of jelly." Then, it was reported, that he started having "seizures where my lungs would lock up and I couldn't breathe. I could tell what was going on around me but I couldn't speak, couldn't move, couldn't breathe, and then finally, my lungs would kick in again and I could breathe and then talk." It was reported that the "doctors had a hard time with it." It was reported that during the times closer to refill, the pt was put on an external morphine pump. The reporter was unaware of any volume discrepancy issues. A physician assistant usually performed the refills. The pt hears a low reservoir alarm before refill. It was indicated that the pt was at 42 mg/day but now was at half the dose. It was not clear if the caller was referring to the baclofen or morphine, as both were reportedly in the pump at one time but the pt had requested to have the baclofen taken out. It was not clear if the baclofen had already been removed. The pt also takes oral baclofen. The pt was at home at the time of the report and his status was reported as "good." Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.